Manufacturer narrative:
Unique identifier (UDI) # (B)(4) has been added. This is a follow up report to add this. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 4114. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown ankylos cx abutment catalog # unknown ankylos cx abutment to ank c/x impl b11/d4.5/l11 catalog # 31010430. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627. Medical device problem code - 1260. Component code - 887. Investigation findings code - 3252. The correct codes for this complaint are: health effect - impact code - 4621. Medical device problem code - 2408. Correcting concomitant from 31010440 -463692 to unknown ankylos cx abutment. This is a follow up report to correct this.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.